Manufacturer narrative:
Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: crack in the battery tube threads, cracks in the case on the battery tube side one of which starts at the corner of the left belt clip rail and another which runs horizontally across the side of the pump to the front about where the bottom of the battery compartment is located, faded serial number label, the pump was received without a battery cap. The pump was received with a critical pump error (open book image). Unable to perform the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests due to the critical pump error (open book image). The case was cut open. After visual inspection, there is corrosion in/around the following: pcba1--j7, back of the lcd screen; force sensor flex cable terminal. In summary, the customer¿s report that he/she sees fluid inside the pump was confirmed during testing. The critical pump error (open book image) is due to moisture damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced exposure to moisture, and no longer turned on the insulin pump. The customer reported no adverse event. The event involved product(s) mmt-1782k. The troubleshooting was performed and the customer reported that the pump was exposed to moisture. The customer reported fluid under the lcd or they can hear fluid when shaking the pump. No harm requiring medical intervention was reported. The customer will discontinue the use of the device. Mmt-1782k was requested and the customer response was the device will be returned.